Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose after a high while using a dexcom g6 with the ilet, following a meal announcement and correction doses, and the user treated the low with orange juice, then paused the pump intermittently, leading to rebound hyperglycemia near 300 mg/dl and subsequent automated corrections that contributed to another low of 39 mg/dl; the issue involved improper or incorrect procedure or method and no specific device component was applicable. Symptoms included hypoglycemia. Outcomes included the need for medication or glucose treatment. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem was found and a usage problem was identified, specifically user handling that deviated from instructions and proper use. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.